Event description:
Atrial septal puncture was performed with rf needle. During the septal puncture, the aorta was accidentally punctured, and the puncture reached the left atrium. The procedure was terminated. The procedure was terminated. The patient was transported to the cardiac surgery department. The patient's condition after that is still unknown. The physician commented that, at the time of brockenbrough, the brockenbrough needle was rf without sufficient confirmation of the ice, etc. There is no causal relationship with the bw product. No abnormalities observed prior nor during to use of the product. Additional information received stated that the sl0 sheath was used for transseptal puncture. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".